Manufacturer narrative:
Sections with additional information as of 29-apr-2020: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results obtained of 106 and 225mg/dl. The expected fasting blood glucose test result range is 100-140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 104 and 107mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 05/27/2020 and open vial date is 11/05/2019. The meter memory was reviewed for previous test result history. Results 1: 206 mg/dl. Date: 11/06/2019. Time: 10:54pm. Non-fasting. Results 2: 117 mg/dl. Date: 11/06/2019. Time: 10:52pm. Non-fasting. Results 3: 225 mg/dl. Date: 11/05/2019. Time: 08:51pm. Non-fasting. Results 4: 106 mg/dl. Date: 11/05/2019. Time: 08:49pm. Non-fasting.